Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had passed away while wearing a pod. It was reported that the patient had passed away from diabetic ketoacidosis (dka) while wearing a pod. The patient had not gone to the hospital. The last blood sugar reported was over 600 mg/dl. The patient was found by his roommate in his dorm. It was reported the patient was using product at the time of death, however there was no allegation of device malfunction. All devices have been discarded.